Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited high capture threshold. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of inadequate capture threshold was not confirmed. As received, a complete lead was returned for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.